Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a malignant stricture, performed on (B)(6), 2010. According to the complainant, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; handle broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): examination of the returned device noted that the stent was fully mounted. There were no issues noted with the profile of the device. When the distal handle was retracted, the stent partially deployed and movement of the inner lumen from the proximal handle was noted. When an attempt was made to reconstrain the stent, the proximal handle came away from the inner lumen. A crimp on the proximal handle was evident. The outer sheath was retracted and the stent was deployed. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.